Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The device is in good condition. The complaint listed ¿simultaneous deployment¿. T1, t2 and full suture were not returned. The depth limiter is attached and trimmed. A functional test confirmed that the device cycled and advanced. There are no signs of aggressive use. No mechanical problem was found with the device returned. No obvious damage has occurred to the device. Condition of this device does not lend to the complaint symptom. No root cause related to the manufacture of the device can be confirmed. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted.

Event description:
It was reported that both ts were deployed simultaneously and remained in the patient. Both ts remain in the patient. A backup device was used to complete the procedure. No patient injury reported.